Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with mild central diffuse lamellar keratitis (dlk) in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. It was also reported by the account that diffuse lamellar keratitis (dlk) cases were resolved. The account said that they have performed an extensive cleaning of the surgery room as well as changed instrument cleaning techniques. They've not experienced any dlk since. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.50 x -.75 x 170, left eye pre-op 20/20 -3.00 x -.75 x 61. Bcva from (B)(6) 2017: right eye post-op 20/20 .25 x .00 x 90, left eye post-op 20/20 .50 x .00 x 90. This report is for the intralase laser. A separate report is being submitted for the excimer laser.

Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 12/31/2007 however, the manufacturing site has provided the date as 2008(only year provided). Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.